Event description:
Medtronic aquamantys; 6.0 handpiece ref: 23:112-1 machine loaded, attempt to prime tubing unsuccessful and machine made atypical sound. A second handpiece was attempted with priming - started with some atypical noise but it stopped the noise and did prime. Both hand pieces had the same lot number. This event did not reach with pt.